Event description:
The initial reporter received questionable tina-quant hemoglobin a1c gen.3 - hemolysate and whole blood application results from an unspecified number of patient samples tested on the cobas 6000 c501 module. The following examples of discrepant results for five patient samples were provided: on (B)(6) 2025: patient sample 1 the initial result was 7.1%. The repeat result was 9.0%. Patient sample 2 the initial result was 11.9%. The repeat result was 5.2%. Patient sample 3 the initial result was 5.0%. The repeat result was 10.8%. Patient sample 4 the initial result was 6.5%. The repeat result was 8.5%. On (B)(6) 2025: patient sample 5 the initial result was 13.7%. The repeat result was 6,5%. The initial result did not match the patient's history, prompting the patient's sample to be rerun. The repeat result was deemed correct.

Manufacturer narrative:
The reagent lot number is 855565. The expiration date was requested but not provided. The investigation noted that the customer only performs the green rack procedure as necessary or twice a week. Product labeling states, "maintenance c 501 with ise - daily maintenance - processing green wash rack. A green wash rack containing detergents and activator must be processed once every 24 hours as described below. Normally, the green wash rack is processed at the end of analysis each day...if your cobas 6000 analyzer operates continuously during a 24-hour shift, the green wash rack must be processed once every 24 hours." The field service engineer (fse) inspected the module, repaired the sipper, and replaced the sample and reagent probes, ultrasonic mixer (usm), teflon seals on the plungers, and the rinse tubing. He verified the module's performance with a successful precision check. The investigation determined that the service actions resolved the issue.